Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on screen and making it difficult to read. The customer's blood glucose value was unknown. Customer stated that insulin pump receives rewinding and trying to gave bolus. Customer stated insulin pump automatically rewound again. The insulin pump will not be returned for analysis.